Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with multiple inappropriate shocks due to right ventricular (rv) lead noise with oversensing. In addition, rv pace impedance measurements were greater than 3,000 ohms. This rv lead was explanted and replaced. No additional adverse patient effects were reported.